Event description:
Report received from the USA stating that "surgeon was using the hand piece and it was overheating." The device was used in surgery. There were no user or patient injury. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met manufacturing specifications. No problems were found. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).